Event description:
Boston scientific crm received information that one day post implant, there was a right ventricular dislodgement. During the lead revision procedure the same day, the right atrial dislodged inadvertently during rv revision and fell into the rv. The physician accidentally screwed the lead into rv and the lead into the ra. The patient appeared fine with no adverse effects and the system checked fine the next day. The cardiologist on call discharged her that day of the revision. The product remains in service. Boston scientific did not make the event date available.